Event description:
Per report, two identical tpns were to be made. Each were programmed with 250 ml on station #1 using a 500 ml source bottle. When the display read 230 ml on the 2nd bag, the source bottle was empty and the unit went into a no flow. User pressed start again and there was no fluid in the source bottle or the source line.